Manufacturer narrative:
H1 type of reportable event changed to malfunction. H6 health effect - clinical code 4450 was removed. H6 health effect - impact code 4624 was removed. H6 medical device problem codes 2507 and 4068 were removed. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm, c navitor with radiopaque markers was selected for an implant using a small flexnav delivery system for the patient who has very severe aortic stenosis (as) and dextrocardia accompanied by severe calcification. The short diameter of the annulus was 18mm, but there was calcification protruding into the annulus and left ventricular outflow tract (lvot). The inner diameter of calcification was 15-16mm. A pre balloon aortic valvuloplasty (bav) was performed with an 18mm balloon although there was a risk of annulus rupture. In the first navitor implantation attempt, there was the moderate or greater aortic regurgitation, due to non-uniform expansion (nue) and malposition. Recapture and pre bav was performed again with a non-abbott device, leading to a second attempt. The cusp overlap view showed nue was resolved, but tee showed the moderate or greater ar remained. In the rao view, there was an significant incomplete dilation with the elliptical shape. Based on the recorded images of the second pre bav and tee images, it was confirmed that the leaflet on the left coronary cusp (lcc) side was not moving due to bav, which was considered the cause of the incomplete dilation. Recapture and pre bav was performed again with a non-abbott device but the leaflet on the lcc side did not move. Although there was an option to deploy it and perform post bav, due to the obvious incomplete dilation and significant nue, which posed a risk of an embolization, it was replaced non- abbott device. The patient's condition is stable. There was no adverse patient effect.

Manufacturer narrative:
Na.

Event description:
It was reported that on (B)(6) 2024, a 25mm, c navitor with radiopaque markers was selected for an implant using a small flexnav delivery system for the patient who has very severe aortic stenosis (as) and dextrocardia accompanied by severe calcification. The short diameter of the annulus was 18mm, but there was calcification protruding into the annulus and left ventricular outflow tract (lvot). The inner diameter of calcification was 15-16mm. A pre-balloon aortic valvuloplasty (bav) was performed with an 18mm balloon although there was a risk of annulus rupture. In the first attempt, there was the moderate or greater aortic regurgitation, due to non-uniform expansion (nue) and malapposition. Recapture and pre bav-was performed again with a non-abbott device, leading to a second attempt. The cusp overlap view showed nue was resolved, but tee showed the moderate or greater ar remained. In the rao view, there was an significant incomplete dilation with the elliptical shape. Based on the recorded images of the second pre bav and tee images, it was confirmed that the leaflet on the left coronary cusp (lcc) side was not moving due to bav, which was considered the cause of the incomplete dilation. Recapture and pre bav-was performed again with a non-abbott device but the leaflet on the lcc side did not move. Although there was an option to deploy it and perform post bav, due to the obvious incomplete dilation and significant nue, which posed a risk of an embolization, it was replaced non- abbott device. The patient's condition is stable. There was no adverse patient effect. (Implant procedural imaging, including echocardiography and angiography).

Manufacturer narrative:
An event of valve under expansion, nonstandard device, and patient device interaction problem was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause for the nonstandard device and patient device interaction problem could not be conclusively determined. The reported valve under expansion was due to severe calcification. There is no indication of a product quality issue with regards to manufacture, design, or labeling.